Event description:
Nine days post heartware lvad implantation, patient began to experience electrical faults alarms which were confirmed with log files analysis. Visual inspection revealed contamination within driveline connector and the controller pins. The heartware field engineer performed a cleaning procedure and controller exchange. There was no injury to the patient and no additional alarms have been reported. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the experienced electrical fault alarms the patient was turned in bed by the nurse. A manufacturer's representative travel to site to assess the device. Visual inspection revealed foreign material in the driveline connector and in the controller pins. The manufacturer's representative performed a cleaning procedure per the manufacturer's specifications. The controller was returned to the manufacturer for evaluation where various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed controller failed visual inspection as a result of contamination within the driveline connector port. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Remediation: heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-000962 and 3007042319-2015-02732) submitted for devices related to the same event. Corrected data: change from 'adverse event' to 'product problem' to better reflect the reported event. Type of reportable event.